Event description:
It was reported that during a superion indirect decompression system implant procedure, the physician noticed the driver was spinning without resistance and determined the implant was broken. It was noted that the spinous processes were not lined up because of slight rotation of anatomy. The event occur during application of sagittal wiggle. The physician removed all three pieces of the broken implant. A new implant was used to complete the procedure.

Manufacturer narrative:
The returned implant was analyzed, and the reported complaint was confirmed upon visual examination. The spindle cap was completely sheared off from the implant body, and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance e.g., bone, and-or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the physician noticed the driver was spinning without resistance and determined the implant was broken. It was noted that the spinous processes were not lined up because of slight rotation of anatomy. The event occur during application of sagittal wiggle. The physician removed all three pieces of the broken implant. A new implant was used to complete the procedure.